Manufacturer narrative:
Clarification to device manufacture date:august 2020. (B)(4). A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Further information from the reporter regarding patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen®45 gts event described as "it's too tight to slide normally when you push the xen implant slider" during implantation in right eye. No eye injury noted.